Event description:
During femoral arteriotomy closure following angiography, closure device failed to pick up suture. Upon examination, the distal end of the needle was missing. Suture capture needle broken during procedure.